Event description:
The bottle of wash 1 solution ran out on the advia centaur xp instrument. There was no indication to the operator that the wash 1 bottle was empty. The operator became aware of the issue before patient results were reported to physician(s). The wash 1 bottle was refilled, and the operator ran quality control (qc) and re-ran the patient samples. All re-run results matched the initial results, and were then reported out to physician(s). No patient results were affected by this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse determined that the light-emitting diodes (leds) were not switching states. The fse then replaced the wash fluids' printed circuit board (pcb) and rechecked the test-points and the leds, all of which were working. The instrument is performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00200 on (B)(4), 2012.additional information: an urgent medical device correction (umdc), (B)(4) - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in (B)(4) 2012.